Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported death. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. There was nothing found related to the reported event. A short simulated therapy was performed successfully. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. An autopsy was not performed. The cause of death was reported to be end stage renal failure, cardiac failure, and natural causes. A death certificate was available, but was not going to be provided. The patient was performing therapy prior to the death and the therapy was ongoing up until the time of death. The patient was not connected to the homechoice device at the time of death. The patient had been found unresponsive at home and was taken to the hospital. The patient was resuscitated placed on life support, but was later found to be ¿brain dead¿. The patient was later taken off life support and died. No additional information is available.